Event description:
Device 3 of 5. Reference MFR reports: 1627487-2011-08190, 1627487-2011-08191, 1627487-2011-08193, 1627487-2011-08194. The pt received the scs sys on (B)(6) 2009. It was reported that the lead in the occipital region (off-label) eroded through the skin on the left side. The entire sys was explanted due to a possible infection. The culture was sent to lab and the physician suspected that there was no infection present as he had not received any reports from the lab.

Manufacturer narrative:
Eval: method: the device history and sterilization records were reviewed. The complaint of infection could not be confirmed via lab testing. The device history and sterilization records for the lead's lot numbers revealed a damaged tyvek was replaced, a d seal was reworked, a potential weld defect was reworked, and damaged boxes were replaced. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.